Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a lost sensor alarm and a weak signal alarm. The customer's blood glucose was around 100 mg/dl at the time of incident. The customer stated that the cannula was out of the sensor. The sensor will be replaced and will be returned for analysis.